Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the user could not get a reading over 270 mmhg. When they went directly to the pressure meter it read at 290 mmhg, but when they used a y-connector to split the connections, they could not get over 270. They had a 1000 ml saline bag in the chamber and had put it on both sides but got the same results. The event occurred during preventive maintenance. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 6/11/2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. Testing determined that both pressure cuffs and the tower air compressor required calibration. Both pressure cuffs and the tower air pressure were calibrated, and the device then passed all testing.